Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room for an inappropriate shock. Patient was programmed to secondary sensing vector, but periodic artifact was observed in that vector, therefore the device was reprogrammed to primary because that vector looked good. The patient will be seen again so a new reference ECG can be obtained. Other than that, the physician plans to follow the patient via remote home monitoring. No adverse patient effects were reported.